Manufacturer narrative:
Concomitant products: product ID 3888-45, lot# v956006, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot# va00p29, implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported the patient's stimulation was turned on (B)(6) 2012. And they experienced a 'burning' and 'stinging' sensation at the hip where the lead was. It was noted the patient fell two days prior but the 'burning' and 'stinging' was present prior to the fall. It was noted the patient's stimulation is on for fifteen minutes then off for fifteen minutes and so on. This seemed to bother the patient so they turned the implantable neurostimulator (ins) off until they could be reprogrammed at their next appointment which was on (B)(6) 2013. Follow up reported the patient was still having concerns regarding their device or therapy but they were working with their doctor or representative. The next appointment was scheduled for (B)(6) 2013.

Event description:
Additional information received from the hcp reported that there was no device malfunction. The patient fell but impedance measurements did not indicate any abnormalities. It was noted that the patient's cycling programming was eliminated.

Event description:
Additional information received reported that the patient had no further complaints. The patient was doing quite well and was walking without her walker. It was noted that this was a huge improvement from pre-stimulation.